Manufacturer narrative:
E.1 initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer spoke with customer, who informed that the or2 room was currently under renovation and that the pyxis unit had been relocated to another room without network connectivity, no service was required at this time, and the ticket was approved for closure. The customer stated they would contact support if any issues persisted after the pyxis unit was moved back to its original location. Therefore, the field service engineer closed the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had hardware failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.